Event description:
Reporter indicated that the site's hp handheld computer battery was not holding a charge. It was also reported that the ac adapter power cord appeared to be damaged. A new handheld was sent to the site.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.